Event description:
It was reported that there was a warning on the right ventricular lead due to high impedances, and oversensing was also noted. The pace/sense portion of the lead was capped and an existing lead was uncapped and is now being used to pace/sense. The high voltage portion of the lead remains in use. It was also reported that the device had possible early battery depletion. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.